Manufacturer narrative:
Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that the patient did not confirm or acknowledge an occlusion alarm the morning of (B)(6) 2011. The unconfirmed alarm completely discharged the battery, resulting in rebooting. The beeping that the patient heard was due to the pump rebooting. The pump history indicated that the "replace battery" alarm that followed on (B)(6) 2011 was caused by not using a fully charged battery. The pump was found to be alarming appropriately; there were no power related defects found on investigation. The alleged power issues are attributed to use error in failing to appropriately respond to pump alarms. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the patient awoke with blood glucose (bg) of 342 mg/dl and ketones. There was no mention of if/how the elevated bg was treated. The reporter stated that the pump was beeping, and it was unknown how long it had been beeping. The reporter stated that the pump powered on when the battery was replaced. The reporter stated after going to the verify screen, the pump then gave a "replace battery" warning. The reporter noted that the patient tried two different batteries, with the same result. The reporter confirmed that the battery cap tightened to resistance, there was no corrosion in the battery compartment, and there was no structural damage to the battery cap and compartment. The reporter noted that the battery cap had never been changed. The user guide recommends that the battery cap be changed every (B)(6). This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.